Manufacturer narrative:
G2. Foreign: it medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for unknown indications for use it was reported that the patient had issues when attempting to recharge their ins during the weekend prior to (B)(6) 2025. The patient controller displayed "device not found". Following the on-screen I nstructions, the patient also attempted multiple forced recharge attempts using open-loop charging for 10 minutes without success. The rep also attempted open-loop recharging several times, again without success. It was noted that the maximum value on screen that was reached was 99. A reset of the ins was also performed, but the issue remained unresolved. There was no possibility of communication with the tablet. The ins was turned off. The physician was planning a replacement; it was scheduled for july of 2025 but an exact date was yet to be confirmed. It was noted that the ins would be sent to the manufacturer for analysis. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was stated that the device replacement has already been done, the cause of the issues has not been determined, and the ins has not been shipped. The user has not expressed any interest in knowing the cause of the problem. The ins was currently unavailable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the device has been replaced. The operator showed no interest in knowing the nature of the problem. Consequently, the device followed the hospital's standard disposal procedure.

Manufacturer narrative:
D6a: implant date is an estimate (year valid) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new event information; an implant year of 2020 and explant date of 2025-jul-13 were provided.